Manufacturer narrative:
Concomitant medical products and therapy dates arch hbsag qual ii list number (ln) was changed to 02g22-25 from 02g22-30. The lot number was not changed. An evaluation is in process.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, device history review, labeling review, and specificity testing. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. The product was not available for return and the patient specimen was not returned. Clinical specificity testing of panels and negative control replicates was performed using in-house retained kits stored at the recommended storage condition. Specificity testing met all specifications. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2g23 that has a similar product distributed in the us, list number 4p54.

Event description:
The customer observed (B)(6) results while using the architect hbsag qualitative ii confirmatory reagents. The following data was provided for the same patient. The specimen was drawn on (B)(6) 2017 and was aliquoted into two specimens, a primary tube and a secondary tube. (B)(6). The patient had a needlestick injury and testing was being done as part of a follow up. No impact to patient management was reported.